Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. With the help of biomed and access to the operating room, the fse was able to show the customer that it was the transducer cable that was malfunctioning and not the instrument. The fse replaced the transducer adapter and completed full calibration will all functional and safety tests per factory specifications. The iabp passed all tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had issues with zeroing pressure out direct thru the pressure jack. The pressure will not zero in direct mode. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.